Event description:
Resistance was encountered during catheter placement. The catheter was pulled back and the stylet was seen to have exited through the catheter wall approx. 3/4ths of the way from the proximal end.